Manufacturer narrative:
Gehc recommended to the hospital to update the vent options key. .

Event description:
The hospital alleges that pressure controlled ventilation is not functional. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR incorrectly reported that the hospital alleges that pressure controlled ventilation was not functional. However, the ventilation mode was not available and was missing and therefore could not affect the device during use. The initial complaint was not reportable.